Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2021. During procedure, it was noted that when they tried to deploy the flexima biliary stent, it became broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.